Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, high, out of range high voltage lead impedance was observed. The patient was asymptomatic. The lead was capped, and no further information is available.